Manufacturer narrative:
A company service rep checked the system, verified the advisory (handpiece disconnected while applying u/s power) in the event log, and replaced both u/s connectors due to discoloration and pitting. The unit and both handpieces were tested to specifications. No parts were returned. Investigation, including root cause analysis is in progress.

Event description:
The facility reported that the unit lost power during the case. The doctor completed the case, but cancelled the last case until the unit was checked. There was no patient injury. No additional information is expected.